Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that it was received twenty-three unopened sample that pertain to the product code: j548g, lot: tlmmtm . As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on winding formers. The sutures were dispensed without problem and examined along of the strands and no anomalies or damaged on suture surface could be observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that it was received five unopened sample that pertain to the product code: j548g, lot: tgmerq. In order to evaluate the condition of the returned samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on winding formers. The sutures were dispensed without problem and examined along of the strands and no anomalies or damaged on suture surface could be observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: the diagnosis and indication for the index surgical procedure? Intermittent alternating esotropia. On what tissue was the suture used? Conjunctiva. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Continuous. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Both eyes conjunctivitis, redness, swelling, and puss. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Tobradex ointment immediately post op and a prescription sent home to continue. Were cultures performed? If so, please provide the results. Yes-methicillin sensitive staff areus. Were any pre-op cleansing procedures changed recently? If yes, please describe. No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No answer given. What symptoms did the patient experience following the index surgical procedure? Onset date? Patient is fully healed. Other relevant patient history/concomitant medications? No answer given. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Suture contaminated. What is the patient's current status? Fully healed. Will the product be returned? If so, please provide the return date and tracking information. Return box was shipped out 03/19/2024.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will the product be returned? If so, please provide the return date and tracking information. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The following are reported following possible batch numbers: batch tgmerq mfg date: jun/13/2023, exp date: may/31/2028 batch tlmmtm mfg date: oct/17/2023, exp date: sep/30/2028 in addition, a review of the manufacturing record evaluation for the possible batch number was performed for the finished device lot, and no non-conformances were identified. Note: related events reported via 2210968-2024-02960 and 2210968-2024-02961.

Event description:
It was reported that a patient underwent a bilateral medial rectus recession on (B)(6) 2024 and suture was used. Post-op, the patient was readmitted after five days with infection in the eye. The patient received three days of antibiotics to treat the mssa bacteria infection. The patient was sent home after the initial surgery with no dressing was used and a topical antibiotic ointment but the patient still developed an infection. Additional information was requested.